Manufacturer narrative:
Concomitant medical products: t510c27 valve, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced ¿feeling the bottom drop out¿ after activity. The implantable pulse generator (ipg) rate response was not slowing quickly enough after exercise. The device remains in use. No further patient complications have been reported as a result of this event.